Manufacturer narrative:
The device has not returned to olympus for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocess with the device, while the cleaning brush was passed through the instrument channel of the device, the black foreign matter coming out of the instrument channel of the device. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device and the black foreign matter were returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the device, and found there was the black foreign matter adhering to the suction valve of the device. The black foreign matter came from the component of the protein and the calcium stearate based on a component analysis. The exact cause of the reported phenomenon could not be conclusively determined. Based results of the investigation, omsc surmised that the protein came from the component of human, bacterial, protein-based drugs and the calcium stearate came from the component of soap and detergent.